Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2020-00038.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2020-00038.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component size e, catalog #: unknown, lot #: unknown. Unknown articular surface 8mm, catalog #: unknown, lot #: unknown. Unknown patella 35mm. Catalog #: unknown, lot #: unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0001822565-2019-04974, 0001822565-2019-04976, 0001822565-2019-05072. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain in knee and had limited range of motion. No revision procedure has been reported to date. However, the patient has been doing additional physical therapy. Attempt for further information has been made, but no further information has been provided